Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va21rxr , implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was scheduled for an explant/implant (replacement), as their lead placed in 2019 had protruded through the insertion site. Upon speaking with the patient, it was discovered their old system was being removed due to the stated reason. The physician removed the old system and replaced it with a new system. There were no calls or anything that would implicate a reason for the issue. The issue was resolved at the time of the report.